Manufacturer narrative:
D10 concomitant product: unknown progrip, unknown progrip mesh product (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pain occurred following the placement of two prostheses to treat inguinal hernias. The patient presented with a left inguinal hernia with pain radiating to the testicular area, and a narrow-necked hernia that was painful during exertion, interfering with sports activities. Laparoscopic repair of the left inguinal hernia was performed with placement of a prosthetic reinforcement. Subsequently, a direct medial recurrence of the left inguinal hernia was confirmed by ultrasound, and open repair of the recurrent hernia was performed with prosthetic reinforcement. The patient experienced various pains several times a day in the pubic and testicular areas, with pain worsened by sitting and during sports activities.